Event description:
It was reported that the device and leads exhibited complete loss of sensing. It was also noted that the patient deceased on (B)(6) 2017 due to ventricular arrhythmia that the device failed to sense or respond to. The session interrogation of (B)(6) 2017 was sent for review however the session reviewed first was from (B)(6) 2017 which showed appropriate detection of vt and delivery of hv therapy in a timely manner converting the rhythm. However from (B)(6) 2017 a nsvt episode and subsequent automatic mode switch episodes showed what appears to be complete loss of sensing on all egm channels and the device began measuring all impedance measurements out of range at this time. Due to this undersensing there were no vt/vf episodes noted on the date of the patients death. The device delivered 16 patient notifiers but the device was not interrogated until the day of the patients death with the most recent interrogation prior to (B)(6) 2017 being on (B)(6) 2017. It was noted that this behavior may be indicative of either all three leads fracturing or all leads dislodging, noting that the dislodgement is much more likely. No additional information was available.